Manufacturer narrative:
External insulation abrasion was noted at 19.8-20.3cm from the helix, consistent with lead friction to another device or feature of the heart. Externalized conductors due to external insulation abrasion were noted at 9.5-12.4 cm from the helix, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 9.3-15.7cm and 20.2-23.0cm from the helix. Internal insulation abrasion was noted at 13.3-13.8cm from the helix. Internal insulation abrasion under the rv shock coil was noted at 4.1-5.5cm and 4.7-5.6cm from the helix. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the asymptomatic patient presented to the hospital due to infection unrelated to the device. Externalized conductors were observed via diagnostic imaging. No electrical anomalies were noted. The lead was explanted.